Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a motor error during the prime. The drive support cap appeared normal and recessed and the insulin pump had not been exposed to a strong magnetic field. It was advised that the use of the insulin pump be discontinued and that the customer refer to a backup plan per a health care professional's instruction.

Manufacturer narrative:
The pump passed some functional testing. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to an erased history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.